Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Batch records were reviewed for safegel and no non-conformities were noted. Subject lot was tested and met all specifications at the time of the manufacturer.

Event description:
Information received by (B)(6) customer service, it was noted that the patient had bleeding and swelling in the wound the next day after the application of the product. It was also noted that the wound was red, with plenty of exudates and bleeding continued, but not intense. The patient also had a fever. Outcome of patient was not reported.